Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's stand, had a front wheel that was damaged. It was unknown how the issue was found. No patient or user harm reported. The service engineer noted that the v60 ventilator's stand, had a front wheel that was damaged. Per the servicemax record, a locker caster wheel was shipped to the customer. The investigation is ongoing.

Manufacturer narrative:
The key market (km) responder reported that the device was in use when it was noticed that the front wheel was damaged. No patient or user harm reported. The km responder then reported that the wheel was not replaced, as there was an issue with the order that was delivered. The customer was reimbursed.